Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by bloody effluent. The cause of peritonitis was unknown. The patient was hospitalized for approximately two weeks and was treated with unspecified antibiotics (discontinued) for peritonitis. The patient was discharged from the hospital 12 days after admission. At the time of this report, the patient has recovered from the event. The patient was currently on hemodialysis. No additional information is available.